Event description:
On (B)(6) 2025, the user experienced repeated "restart ilet code 38" alerts and was advised to transition to backup insulin therapy while awaiting a replacement ilet. The user did not initiate backup therapy and was hospitalized later that day for hyperglycemia, large ketones, and an acute kidney injury. The user received intravenous fluids and insulin injections. A replacement ilet was set up on (B)(6) 2025, and the user was discharged the same day. Highest reported bg was 500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.